Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three tubes had leaks upon intubation. The customer reported that intubation used a glidescope and was not difficult.